Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: saw blade device, (B)(6) 2021. The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the saw blade device was released from the sagittal saw attachment device. It was further reported that the clamping bolt of the was torn and therefore, did not hold the saw blade. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: this device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the saw blade device releasing from the sagittal saw attachment device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device did not function, the moving parts did not move smoothly, and the bearing was worn. It was further determined that the device failed pretest for check the oscillation frequency with frequency meter, check general function in running mode and check for mechanical free movement. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.